Event description:
Dexcom g6 mobile application failed to reset new sensor lifetime and expired new sensor after less than five minutes of warmup. This is an ongoing flaw in the application across mobile operating systems - after stopping an expired sensor (after expiration and before the application has marked the previous sensor expired), the application will apply the expiration time and date to the new sensor and cause the new sensor to fail. This is a significant problem during travel.